Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had broken casing near reservoir compartment. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer was advised to discontinued the use of insulin pump and revert back up plan as per health care professional. The insulin pump will not be returned for analysis.